Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: the light box came with errors and then the light would not shut off manually or remotely. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a combination of damaged contact ring, jaw assembly issue, calibration, mainboard and calibration. A bad reed switch on a safelight cable is also a possibility. Highly advised to fix the jaw unit, replace the contact right, update all software and calibrate the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.